Manufacturer narrative:
Based on the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. There is also no evidence to suggest that the device caused or contributed to the reported event. Though the root cause of the reported event cannot be conclusively determined, clinical factors that may have contributed include the patient's therapeutic use of anticoagulant therapy. There are pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The implantation of a vad is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks that can include bleeding or anemia. Bleeding is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload available. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Device remains implanted.

Event description:
It was reported by a clinical database that a patient developed epistaxis and some minor drainage and bleeding from invasive lines while still hospitalized post hvad implantation. The patient was treated with the transfusion of one unit of fresh frozen plasma. The next day, the patient passed a large blood clot from her nose and was treated with an additional unit of fresh frozen plasma. An ent consult recommended saline nasal spray every one to two hours as needed and lubricating jelly to both anterior nares to lubricate the patient's nasal mucosa. Two days after the onset of the event, the patient had no epistaxis or bleeding from her invasive lines. The primary investigator reported that the event was unrelated to the hvad procedure and related to the hvad system and the patient's condition.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly (patient did not require intervention to prevent permanent impairment/damage). Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.